Manufacturer narrative:
It was reported by the end user facility that the pressure bag was in use on an arterial line pressure transducing line and was passively deflating throughout the patient's admission. The facility stated that the patient was on an unreported medication to keep their blood pressure up and it is unknown, by the reporter, if the deflation of the pressure bag influenced the patient's blood pressure readings. The patient's nurse reported that the solution in use was 1000cc in a 1000cc pressure bag. On (B)(6) 2020 23:59 the arterial line was charted as placed. On (B)(6) 2020 0720 the nurse noted that the bag was not holding pressure; it had deflated to 150mmhg. The nurse reportedly re-inflated the pressure bag to "green", but shortly after, changed out the pressure bag for a new bag due to the pressure bag deflating. The nurse reported that the bag of solution appeared full when the new bag was put into place. Reportedly the night shift rn had been attempting to wean the patient off of the blood pressure medication all night without success. Once the pressure bag was replaced with a new one, the pressure appeared to stabilize and the nurse was able to wean the patient off of the blood pressure medication by 0743. The actual sample was returned to the manufacturer for evaluation and no visual or functional defects were noted with the actual device. The customer reported issue of the pressure bag passively deflating was not confirmed after pressure testing was performed for twenty four hours with the actual sample. The root cause of the customer reported issue could not be determined at this time. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the end user facility that the pressure bag was in use on an arterial line pressure transducing line and was passively deflating throughout the patient's admission. The pressure bag was exchanged with a new pressure bag and the infusion continued without incident.